Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: d10-concommitant, e1- event site telephone. Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Event summary & root cause evaluation: it was reported through the emergency support program (esp) that during use the cardiosave intra aortic balloon pump (iabp) had autofill failure. There were no reports of harm or injury to the patient. Chasity reports that after ambulating the patient throughout the department the alarm began. The insertion site is femoral. There is no blood in the helium tubing and no visible kinks in the iab catheter. She says that a chest film has been ordered and the physician feels that there is an issue with the catheter. Esp personal advised that the iab is not getinge, and that esp personal could not instruct in catheter recommendations. Esp personal did offer troubleshooting tips that they would if the iab were getinge. Esp personal did suggest the chest xray since this happened after ambulating. Also esp personal suggested using the iab fill key, and lowering the augmentation to resume and suggested log rolling the patient, or manipulating the sheath hub while attempting to fill. At this point, the physician suggested that the catheter was likely an issue and decided to remove. Based on the information provided by esp personal, esp personal did suggest the chest xray since this happened after ambulating. Also esp personal suggested using the iab fill key, and lowering the augmentation to resume and suggested log rolling the patient, or manipulating the sheath hub while attempting to fill. At this point, the physician suggested that the catheter was likely an issue and decided to remove. However, since no part was replaced or returned for evaluation, the root cause could not be determined.

Event description:
N/a.